Event description:
It was reported a patient underwent an unknown surgery on( B)(6) 2023 and a drain was used. During surgery, the drain was punctured with a trocar from inside the abdominal cavity and pulled, the connection between the tube and the drain was pulled off (broken). It happened outside of the body. No sample will be returned. There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested and received. If further details are received. At a later date a supplemental medwatch will be sent. "¿ what is the lot number? Unk. ¿ did the drain come in contact with surgical instruments, surgical needles, sutures, sharp objects at any time? Unk, the product involved was discarded. ¿ was the drain broken into two or more pieces? Two. ¿ how was the case completed? Unk. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.